Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
End user stated that when attempting to go forward the joystick will go to the right. End user stated the power was going erratic and just quit.